Manufacturer narrative:
Model number/catalog number: sc-2408-56; serial number : (B)(4); batch/lot number: 20346310; model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-1200; serial number : (B)(4); batch/lot number: 20178272; model/catalog description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing unwanted rib stimulation. The patient underwent an scs revision procedure wherein the ipg and leads were replaced and repositioned. The patient was doing well postoperatively.